Event description:
The customer's family member reported the customer passed away. The family member stated that death was due to high bgs and complications with diabetes. The customer was wearing the pump at the time of death. The family member also reported that the customer had chemical imbalance which caused the blood glucose to rise.